Manufacturer narrative:
(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs).